Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time.

Event description:
Olympus was informed that during an endoscopic sinus surgery (ess) procedure, while shaving the bone with a diamond ball burr the patient sustained a first degree burn to the nose. It was reported that an e23 ¿invalid instrument¿ error was observed when the burned occurred. There was no additional medical or surgical treatment reported. The intended procedure was completed with the same device. This is 2 of 4 reports.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The DHR for this product has been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The customer returned the console, footswitch and each handpiece to olympus for evaluation. The system was attached to a test burr (or blade) to perform operational test. The console, the footswitch and both hand-pieces functioned properly. The blade used in the case was received as a biohazard (blood found) contaminate and its function could not be checked. A visually inspection was performed and no abnormality was found. The evaluation was unable to determine the possible cause for burn injury.